Event description:
Our son (13) is a type 1 diabetic. He recently switched from the dexcom g6 continuous glucose monitor (cgm) to the dexcom g7 cgm. We have now had 6 of our 8 supplied (2 of which were replacements) fail before the expected 10 day expiration date. Insurance will not let us order more and dexcom has yet to replace all of the failed devices. Otherwise normal teenager. Reference reports: mw5166084, mw5166085, mw5166086, mw5166087, mw5166089.